Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that "jaws are not aligned" on the fenestrated bipolar forceps instrument. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip was found to be bent, causing side to side misalignment of grips. There was a 0.081 inch offset at the tips. The grips did not meet together once the grips were closed. Evidence not conclusive, but the damage was likely due to overloading at the tip or excessive force applied normal to the grip. Instrument passed electrical continuity test. Additional observation not reported by the site was insulation damage located at the distal end of the main insulation tube. The distal end of the main tube had various scratch marks with light material removal. The surface of main insulation tube appeared to be scraped off. Engineering concluded that damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.